Manufacturer narrative:
Teh device was returned and evaluated. The evaluation results are as follows:the complaint about the needle button released could not be determined. The needle mechanism was tested and passed with no issue observed. The needle release button was returned depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
The patient reported that today while she was walking up the stairs the needle button released on its own. The patient stated she kept pressing in the needle button but it would not stay down. The patient stated she removed the vgo and activated the needle release button to ensure she had not pushed it in error. The patient stated she was able to slide and press the release button and then the needle button was locked and would not move any more.